Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic coma with blood glucose of 800 mg/dl. The customer's current blood glucose is 76 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by manual injection. Customer was not calling back to perform an high pressure test. Customer also stated that she had gallbladder surgery on (B)(6) 2018 and she reported her blood glucose was 400 mg/dl during surgery, later it was 600 mg/dl. Customer stated she was released from hospital on (B)(6) 2018. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.